Event description:
It was reported that the right ventricular lead had a superior vena cava (svc) coil insulation breach and conductor fracture at the proximal end at the connection point to the header. The svc was capped, but the remainder of the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.